Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 1200 mg/dl. The customer stated that had not realized that the insulin pump had been alarming with motor error prior to the event. Troubleshooting was performed. The insulin pump was not exposed to high magnetic fields. Unable to conduct the rewind or displacement test due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.